Manufacturer narrative:
(B)(4). Evaluation codes were added. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported a patient experienced fecal peritonitis manifested by cloudy dialysate coincident with peritoneal dialysis (pd) therapy. The patient was treated with vancomycin, 2gm intraperitoneally (ip) and gentamycin 40mg ip. The patient was hospitalized three days after onset of the peritonitis and was treated with ceftazidime 0.5 gm intravenous (IV), and metronidazole (reported as metronidozone) 500 mg, IV every 8 hours. The next day, gentamycin was discontinued as well as pd therapy due to fecal peritonitis and the pre-existing conditions of diverticular disease, constipation and free abdominal air. Ceftazidime was increased to 1.0 gm IV. On (B)(6) 2013, metronidazole (reported as metronidozone) and ceftazidime were discontinued. Six days after admission, imipenem (reported as imipenum)/cilastatin 500 mg IV every 12 hours x 2 doses was started. The next day imipenem was increased to 1000 mg IV x 3 days. Meropenem 1000mg IV x 1 dose was given. The patient died ten days after being hospitalized for peritonitis. The cause of death was reported as fecal peritonitis. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.